Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the physician had difficulty obtaining adequate sensing and capture. The physician elected to no longer use the lead and replace it. The physician noted insulation damage upon removing the lead. No patient symptoms were reported.